Manufacturer narrative:
(B)(4).

Event description:
It was reported that of range lv lead impedance and failure to capture were noted via merlin.net transmission. Programming changes were made. The patient was not affected by the incident.